Event description:
The manufacturer received a voluntary medwatch report # mw5086676. They reported an allegation that a child removed her tracheostomy tube and the device failed to alarm. The trilogy device has several alarms that can be set to notify the caregiver of disconnect conditions. The manufacturer recommends these alarms to be applied when in use. No contact or device information was provided to the manufacturer to allow verification of the issue. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.